Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4)

Event description:
It was reported that a (B)(6) -year-old female caucasian female underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses. On (B)(6) 2017 left sided deflation was noted. As a result, the right side was replaced with a 375cc mentor memorygel breast implant, and the left side was replaced with a 400cc mentor memorygel breast implant on (B)(6) 2017. During the procedure bilateral baker¿s grade ii capsular contracture requiring capsulectomy was noted. No procedural complications were noted. Mentor became aware of the left sided deflation on (B)(6) 2017, and previously submitted a psr to capture this issue. The field experience report was received on (B)(6) 2017 revealing that issues were also present on right side. For this reason, the awareness date for the right implant was set to (B)(6) 2017.